Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 452 mg/dl. Customer ate cake and drank coffee which resulted in high blood glucose levels. Customer treated their high blood glucose with a correction bolus via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received the no delivery alarm during basal delivery and the issue remained unresolved. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.